Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. The root cause is attributed to use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup and liner impactor handle from a pinnacle core case 48-62 mm consignment tray broke during the implantation of the acetabular liner. The strike portion of the impactor broke off as surgeon was striking it with a mallet, while performing the insertion of the pinnacle liner into the pinnacle cup. Both pieces were retrieved. The surgery time was not extended due the broken instrument, since the liner was fully seated within the cup when the handle broke.